Event description:
3 event description cpi received information that during a routine follow up visit, this implantable cardioverter defibrillator (ICD) exhibited an error message indicating a possible device malfunction.